Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.